Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg was deemed inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient lost therapy on approximately 30may2022, indicating that the ipg reached its expected longevity.